Event description:
As the surgeon was advancing the nc trek over a wire, the shaft broke prior to entering the sheath in the patient. The balloon and wire were removed, and a new nc trek was obtained and utilized without issue. It is unknown if the subsequent instrument was of the same or different lot.